Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revised for pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left asr xl acetabular system, reason for revision: pain. Update from (B)(6)'s (B)(6) 2011: date of & reason for revision, products, hospital, surgeon. (B)(6) 2012 - update from (B)(6) spreadsheet dated (B)(6) 2012 - changed revision reason and surgery date, and added revision hospital. Update from hospital rec'd (B)(6) 2013 - reason for revision - cup loosening, component malalignment, noise, infection (tested and positive culture confirmed), metallosis; sex; dob update: - (B)(6) 2014 - updated doi and dor to (B)(6) respectively.

Manufacturer narrative:
The reason for revision was stated as infection. The investigation found that no product was returned. The primary surgery date was (B)(6) 2006 and the revision surgery date (B)(6) 2012. The implants were implanted for 6 years and 4 months. Due to the length of implantation time it is not considered that the implants were responsible for the infection. A review of the DHR (device history record) for product numbers 999800102, 999804652, l20311 and 999890146, lot numbers 2006980, 2019635, 2026266 and 2072959 found no anomalies. The irradiation certificates show the dose to be within allowable limits and no other anomalies were found. The complaint shall be closed as undetermined; no product problem identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left asr xl acetabular system. Reason for revision: pain. Update from (B)(6) 18th nov 2011: date of & reason for revision, products, hospital, surgeon. 26/1/12 - update from (B)(6) spreadsheet dated 17 january 2012 - changed revision reason and surgery date, and added revision hospital. Update from hospital rec'd 1 nov 2013 - reason for revision - cup loosening, component malalignment, noise, infection (tested and positive culture confirmed), metallosis; sex; dob.